Event description:
Elevated high-sensitivity troponin I (tnih) results were obtained on multiple samples from the same patient on an atellica im 1600 analyzer. The results were considered discordant compared to three alternate methods. The discordant results were reported to the physician(s) and were not questioned. The patient was hospitalized and an angiogram was performed on the patient. There are no known reports of adverse health consequences due to the discordant, elevated tnih patient results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results obtained on multiple samples from the same patient on an atellica im 1600 analyzer. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate. Mdrs through 1219913-2022-00213 were filed for different samples from the same patient tested on different dates.

Manufacturer narrative:
Siemens filed the initial MDR on july 12, 2022. Additional information: oct 19, 2022. An outside the united states customer observed a patient with reproducibly elevated (>IFU 99th% 45 pg/ml) atellica im 1600 analyzer high-sensitivity troponin I (tnih) values compared to alternate methods and the clinical picture. Siemens reviewed available information to evaluate for a potential product problem. Quality control (qc) for atellica im tnih was acceptable and results for this one patient remain elevated upon repeat, indicating a patient/sample specific cause. Samples from the patient were run on three alternate methods with low/normal results. Results from different troponin methods/manufacturers are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate methods will have similar results. A sample from the patient was returned to the siemens for investigation. The sample was run neat on the dimension high-sensitivity troponin I and on the atellica im tnih. For information only, the sample was repeated on the atellica im after precipitation with polyethylene glycol (peg). The neat sample run on the dimension recovered low/normal vs the IFU 99th% of 58.9 pg/ml. The dimension high-sensitivity troponin I method uses the same antibodies as the atellica im tnih method, however the assay architecture and therefore specificity/sensitivity can be different. The neat sample on atellica im tnih was elevated which reproduced the customers observation. The peg treated sample on the atellica im tnih was still slightly elevated above the 99th% cutoff, however was decreased ~60 fold vs the neat atellica im tnih result. Results are not conclusive however are suggestive of an immune complex i.e. Macrotni present in the sample. While siemens cannot determine the exact reason for the elevated results on this patient, siemens cannot rule out an interferent or immune complex as the cause. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR supplemental 1 reports through 1219913-2022-00213 were filed for different samples from the same patient tested on different dates.